Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that the site's handheld computer screen became fozen after interrogation on several occasions. A soft reset resolved the issue temporarily.